Event description:
The iab was inserted into the pt on 8/13/98 at 8:15 pm. On 8/15/98 at 1:00 pm, the iab leaked and the iab was removed. No second iab was inserted. The iab was not returned to datascope for evaluation. (Event complications: none from the event - reported 9/11/98. Pt's current status: unk - reported 9/11/98.)